Manufacturer narrative:
(B)(4). The breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis, and the unit was powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs. Additional tests and calibrations procedures were performed without any errors. The test ventilator was set into ventilation mode for 192 hours, and no errors or alarms were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) upper display became erratic. There was no patient involvement.